Event description:
It was reported the system displayed an overtime error message. This will result in a shut down. There were no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.